Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead was unable to have a stylet advanced completely into it's lumen. The ra lead was removed and replaced on (B)(6) 2024. The patient had no adverse consequences.